Event description:
The end user initially contacted (B)(4) on 08/31/2016 in regards to high blood glucose readings. Troubleshooting was not able to be performed due to the fact that the end user did not have control solution to test her glucose meter. A sample bottle was sent to the end user and she was instructed to call back for further testing once the control solution was received. The end user contacted (B)(4) on 09/03/2016 and reported that medical attention was sought on (B)(6) 2016 at 4:00am. She became unresponsive and was sweating profusely and her husband called the paramedics. Paramedics performed a blood glucose test with their meter with a result of 31 mg/dl. They proceeded to test with her prodigy meter and the result was 274 mg/dl and she was informed that her meter was outdated. Two shots were administered but the husband could not recall as to what was given along with a piece of buttered toast. The prodigy meter along with its components have been replaced. No further actions were reported.